Event description:
It was reported that the markers would not deploy. Upon evaluation of returned device, found tip of marker applicator missing. Customer was not aware of the tip detachment at the time and did not recall any details of the event. It is unk how/when the tip detached.

Manufacturer narrative:
The device history record was reviewed and the lot met all quality and manufacturing specifications prior to being released. The complaint sample was returned for evaluation. The marker was returned with 2 loose pellets and no pellets within the device. The marker tip was severely damaged and the tip was detached. The aperture was visibly stretched. The applicator and plunger lengths were within spec. As well as aperture alignment. Conclusion: root cause is likely related to misalignment of the device the user during deployment, preventing pellet deployment and resulting in tip breakage/detachment. A labeling review confirmed the instructions for use address the possibility of breakage of the applicator tip with the use of excessive force during removal of the applicator and instruct the user to maintain correct alignment. The current IFU (instructions for use) state: warning: avoid the use of excessive force during removal of the applicator to prevent breakage of the applicator tip. Caution: if resistance is felt while removing the applicator, remove the entire probe/applicator assembly from the pt. Failure to do so may result in breakage of the applicator tip.